Manufacturer narrative:
Medacta ineternational has been informed of the event on the 8th march 2023. G3. Date received by manufacturer (dd-mmm-yyyy) modified.

Manufacturer narrative:
Batch review performed on 20 march 2023: lot 2004826: (B)(4) items manufactured and released on 10-sep-2020. Expiration date: 2025-sep-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in for a post-op appointment and it was observed that the cemented stem had subsided slightly leaving the patient unstable. The cause of the subsided stem is unknown. About 4 months after the primary surgery, the surgeon decided to revise the head and liner. The surgery was completed successfully.